Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified: it is not possible to determine the lot number or catalog number through the photos provided. Device patch with lot number 3170512 and catalog number 15-213cc. ¿ rupture-breast: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reported left side rupture. Device has been explanted and replaced with a non-allergan device. Capsulectomy was performed.

Event description:
Patient reported left side rupture. Device has been explanted and replaced with a non-allergan device. Capsulectomy was performed.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: rupture: observed, opening assessed as fold flaw opening. As per the investigation procedure, crease, wear abrasion and non-penetrating was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient reported left side rupture. Device has been explanted and replaced with a non-allergan device. Capsulectomy was performed.